Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, undersensing was noted on the right ventricular (rv) lead due to dislodgement of the rv lead. The physician suspected the dislodgement was due to implant technique and the anatomy of the patient. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.